Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. Patient sample was qns for further investigation. (B)(4).

Event description:
Customer reported that an antibody screen performed on (B)(6) 2012 was negative when tested with vss464. Three units of packed red cells were then crossmatched using immediate spin. All three units were compatible. Two units were transfused on (B)(6) 2012 and one unit was transfused on (B)(6) 2012. No transfusion reactions were noted. On (B)(6) 2012, a second sample was sent to the blood bank. An antibody screen was performed using a different lot of 0.8% surgiscreen cells (vss466). Reactivity of 1+ was noted with cell 1. Additional testing was performed and an anti-kell was identified (1-2+ reactivity). As part of troubleshooting, customer tested sample from (B)(6) 2012 with vss466 and a 1 + reaction was noted with cell 1. Customer performed a dat on the sample from (B)(6) 2012. Dat was negative using the gel method. Segments from the three units transfused were tested for the k antigen and found to be kell negative. The instrument maintenance is up to date. Patient sample is qns for further investigation.